Manufacturer narrative:
(B)(4). Follow up information was received for this event. As of (B)(6) 2013, the patient had a clear drain and antibiotic treatment was ongoing. The patient recovered from the peritonitis and vomiting on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2013, the patient again experienced cloudy drain and abdominal pain and was hospitalized. The patient was still on antibiotic treatment for peritonitis.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced vomiting. On (B)(6) 2013, the patient was hospitalized again for peritonitis manifested by abdominal pain and cloudy effluent and vomiting. The patient was treated with ciprofloxacin (dose, frequency, and route not reported) for the peritonitis. On an unreported date, the patient was again re-trained and reminded of the importance of antibiotic treatment.

Manufacturer narrative:
(B)(4). The patient recovered from peritonitis with clear drain and had no abdominal pain.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. This condition was confirmed, as it was reported that there was a breach in aseptic technique. The cause of the breach in aseptic technique was a use error. Should additional information become available, a follow-up report will be submitted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a spontaneous report, by a consumer from (B)(6), of a break in aseptic technique and peritonitis in a patient. On an unreported date, the patient had a break in aseptic technique. The patient experienced peritonitis, which was manifested by abdominal pain and cloudy drain with fibrin. The patient was hospitalized for the event. The cause of peritonitis was reported to be a break in aseptic technique. However, treatment was not reported. The patient was still hospitalized. The patient is reported to be recovering.